Event description:
It was reported that the device was explanted due to loss of capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker could not be interrogated, and an anti-bradycardia therapy functionality was not present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The analysis is currently ongoing, as the root cause is still under investigation. As soon as the analysis is completed, this report will be updated.

Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker could not be interrogated. The anti-bradycardia therapy functionality was not present. Therefore, the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The measurement of the current consumption on the electronic module was found elevated. The electronic module was sent to the manufacturer for further detailed analysis. No visual anomalies on the electronic module were noted during analysis. An elevated current condition could not be reproduced consistently. It is therefore assumed that an elevated current condition of intermittent occurrence led to the clinical observation. In summary, during analysis an elevated current consumption could be confirmed. Despite a thorough analysis, the root cause could not be determined.